Event description:
Customer reportedly obtained a result of 335mg/dl on the compact plus system and 106mg/dl on hospital device within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.